Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the complaint was not confirmed by failure analysis. The failure analysis did not replicate the customer reported complaint vision problem image calibration issue. Additionally, they observed the hairline crack(s) on lamp button of the button pack assembly. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope also failed the no image test. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the calibration on 30-degree endoscope plus was off, requiring repair. The endoscope's image was upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue on the endoscope occurred after ports were placed in the patient. The surgeon was in the middle of procedure when the image unexpectedly got inverted by itself. The vision orientation changed on its own. Customer was unsure if the event involved a reversed control of system arms or if endoscope moved freely with uncontrolled motion. At the time of event, system recognized correct scope, but image suddenly got inverted. The vision side cart (vsc) said image was "up", but it was "down". Customer had to remove endoscope and restart the system to change orientation. An indication of the image orientation was provided to surgeon via user interface. The issue was resolved when a new scope was installed. It worked without any issues.